Manufacturer narrative:
Additional narrative: (B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was also noted that the bent tip is caused by the cutter being improperly loaded into the attachment and then installed onto the drill, the cutter does not seat properly in the locking chamber. The attachment can be forced into position which places the distal tip of the cutter in compression. It was further noted that the worn and corroded bearings were due to normal wear over time. The assignable root cause was determined to be wear from normal wear and user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the craniotome device tip was bent. It was also noted that the bearings were worn and corroded. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.